Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 50 mg/dl at the time of the incident. The caller stated that they did not rewind the pump and placed a reservoir into the pump while the customer was connected, and the insulin was pushed into the customer. The customer got 4 days worth of insulin at once. The customer was at 200 mg/dl at the time of the call. The customer was given food, glucose tablets, and glucagon to treat. The caller the incident was the first time they tried a set change. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.